Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a fractured screw. The dentist was unable to remove the screw from the implant, therefore the implant was removed.

Manufacturer narrative:
One implant has been returned for review. Visual inspection of the returned implant has confirmed that a fragmented device remained stuck inside the implant. The remaining portion of the screw has not been provided for review. The internal hex of the implant has been stripped. The external threads and collar of the implant have been grossly damaged; likely from implant removal. Visual comparison of implant to drawing did not provide indication of a manufacturing deviation that would contribute to this event. The device history record review for the screw and the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.